Event description:
It was reported the intervention was required to assist customer due to low blood glucose. Customer's co-workers reported the customer was found unconscious and unresponsive due to low blood glucose. Troubleshooting performed and the insulin pump appeared to be functioning normally.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We,therefore, consider this report complete to the best of our knowledge.